Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted., additional manufacturing narrative (if other): , corrected data:

Event description:
It was reported: "missing segments in the display." No consequences or impact to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the device was able to power on using lab stock batteries; however, an led segment on the led digits failed to fully light up. Internal inspection revealed the led "d2" on the system circuit board has an open circuit across its nodes, preventing the display from showing all the led lights. A service history record review reveals that this unit was in the field for over one (1) years with no previous reported issues prior to this reported event.